Event description:
A consumer's father reported that two weeks following use of this product, his son experienced light sensitivity, blurry vision, and was diagnosed with a corneal infection which was treated with antibiotics. He reported his son's eyes are improving, but still experiences blurry vision in the right eye. He reported his son has discontinued use of his contact lenses and use of this product. On (B)(6) 2011, add'l info was rec'd from the ophthalmologist, who reported the pt presented to the emergency room with red, irritated eyes, blurry vision, and tearing; the diagnosis was contact lens-related keratitis. She reported the pt was treated with antibiotics, discontinued use of the product, and discontinued use of contact lens temporarily. The ophthalmologist reported the events resolved.

Manufacturer narrative:
Eval summary: no sample is available at this time. Review of the complaint history showed one other complaint for eye irritation reported for this lot. Review of the compounding, filling, and packaging mfg batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all (B)(4) lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for all component lots show them to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. Add'l info was requested on 09/16/2011 and 09/28/2011 by phone, fax, and mail. A completed questionnaire from the ophthalmologist was rec'd on 10/05/2011. (B)(4).